Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is an incident that was received from a staff nurse. The patient commenced therapy with accusol 35 5000ml. All 4 bags of accusol were mixed and were connected to the (B)(4) machine. After therapy was started precipitation was observed between degassing chamber and predilution pump and after predilution pump. No specific alarm was noticed before the event. After identification of the precipitation the treatment was discontinued. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). A batch review completed and was acceptable. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(6) 2008. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance. A number of definitive actions are being considered and these are being reviewed with the regulatory authorities.